Manufacturer narrative:
Citation: danenberg h, vaknin-assa h, makkar r, et al. First-in-human study of the captis embolic protection system during transcatheter aortic valve replacement. Eurointervention. 2023;19(11):e948-e952. Published 2023 dec 18. Doi:10.4244/eij-d-23-00465 online publication date used for date of event: october 01, 2023 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the use of the captis embolic protection system during transcatheter aortic valve replacement (tavr). Medtronic evolut pro (n = 6) and non-medtronic sapien 3 (n = 14) valve systems were used in the study population of 20 patents. Following tavr, the authors observed one case of mild, reversible creatinine elevation, and two cases of access site-related bleeding that required blood transfusion. Additionally, the authors listed the types of debris/particles captured by the captis device during the tavr procedures, which consisted of thrombus, valve tissue, arterial wall tissue, myocardial tissue, calcium, and foreign material. No additional adverse tavr outcomes were noted.